Event description:
It was reported that there was a battery calculation error observed when calculated by the programmer software when performing battery longevity. The implantable device remains operational. It was noted that the battery level remaining was later obtained. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.